Event description:
It was reported that following a non-device related surgical procedure, the patient reactivated therapy and experienced an undesired sensation in the ankle. The issue was resolved through device reprogramming. It was also reported that, prior to the non-device-related surgery, the patient had experienced difficulty charging the implantable pulse generator (ipg) and was taking longer to charge each time. As a result, the patient underwent an ipg replacement procedure. The patient was doing well postoperatively. The explanted device will not be returned per facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred prior to may 2024 non device related incident.